Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history records review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for catheter fracture, material separation, deformation due to compressive stress and naturally worn as a complete circumferential break was noted approximately 4.9cm from the distal end of the cath-lock that was elliptical in shape and the edges of the complete circumferential break were jagged, with smooth, rounded, and granular surfaces. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2 and g5. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately fifty four days post port placement through right internal jugular vein, the catheter allegedly broke. It was further reported that the distal catheter segment and the port was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the u.s., but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately 54 days post port placement, the catheter was allegedly broke. There was no reported patient injury.